Manufacturer narrative:
This complaint has been re-evaluated for MDR reporting. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that a patient fell and was scheduled to have an insert swap. Upon examining the components, the physician determined that the implants would not be adequate to prevent the patient from falling again while ambulating, therefore the implants were removed and a hinge legion was implanted.